Manufacturer narrative:
The returned sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A full product pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A calibrated console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. This complaint has been reviewed and the sample was found to be conforming, therefore no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked before surgery. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).